Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer alleges while in use his rollator casters broke off which caused him to fall. Update: (B)(4) 2012 enduser was in the kitchen fixing his dinner and fell over backwards. The caster has come off before but he has been able to get it back on but this time the pin broke. If standing with rollator in front of you, it would be the front left caster. The pin that goes down into the wheel is what broke. End user stated no injury. MDR filed.